Event description:
(B)(6) 2019 jl: additional information received on this date reported that the patient had a ruptured aorta and CPR was in progress when brought into the or for the valve implant procedure. (B)(6) 2019 jl: additional information reported that the patient was brought to the or in grave condition; the patient had already ruptured and CPR was in progress when the patient was brought to the or from the ICU. The graft was implanted, but the patient could not be weaned from bypass. Information received from medical device registration form notes that on (B)(6) 2019, a 21mm masters valve was implanted. On the same day, the patient expired.

Manufacturer narrative:
An event of patient death after the device was emergently implanted was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
(B)(6) 2019 jl: additional information received on this date reported that the patient had a ruptured aorta and CPR was in progress when brought into the or for the valve implant procedure. (B)(6) 2019 jl: additional information reported that the patient was brought to the or in grave condition; the patient had already ruptured and CPR was in progress when the patient was brought to the or from the ICU. The graft was implanted, but the patient could not be weaned from bypass. Information received from medical device registration form notes that on (B)(6) 2019, a 21mm masters valve was implanted. On the same day, the patient expired.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Information received from medical device registration form notes that on (B)(6) 2019, a 21mm masters valve was implanted. On the same day, the patient expired.